Manufacturer narrative:
The device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Technique related factors, such as incorrect valve sizing and anatomical factors, including annular calcification, have been known to contribute to development of paravalvular leaks. In this case, the native bicuspid valve was heavily calcified and pvl developed in an area of extensive debridement. Without the return of the device, edwards is unable to confirm the clinical observation. However, patient anatomy may be a contributing factor. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 23mm bioprosthetic aortic valve, implanted approximately twelve (12) days, was explanted due to acute paravalvular leak. Pre-operative echo revealed developement of a 3mm pvl dehiscence just left of left main coronary artery, in a location where extensive debridement had occurred due to heavy calcification of the native bicuspid valve. The explanted device was replaced with a 21mm pericardial valve, which resolved pvl after administration of protamine. Patient was transfered in stable condition.